Event description:
It was reported that the generator was prophylactically replaced. The explanted generator has not been received to date. No additional information has been received to date.

Event description:
It was reported that the patient was interrogated with version 1.0 software with normal impedance. No additional information has been received to date.

Event description:
It was reported that a patient's had a diagnostics test result in high impedance. The patient was referred for a full revision due to the high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No known surgical intervention occurred to date. No additional information has been received to date.